Event description:
The patient reported a comparison of patient's surestep meter to a hcp meter with results of 406 mg/dl (ss) and 250 mg/dl (hcp), respectively. Pt reports being tired, however, made no allegation of harm. Pt did not have supplies needed to do control test. Unable to reach patient by phone to follow-up. Letter was sent requesting that pt contact lfs.